Event description:
An ophthalmic surgeon reported the shunt was removed due to an obstruction in the inner tube of the shunt. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Attempts have been made to obtain additional information. (B)(4).